Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had increased unspecified error message alert. Customer¿s blood glucose level was unknown. Customer was concerned about how much longer this insulin pump will be last due to the diminishing battery life. Customer stated that the screen was pretty scratched up. The insulin pump will not be returned for analysis.